Manufacturer narrative:
The results of the investigation concluded that the device met specifications for electrical testing, temperature testing, and optical signal properties. No functional anomalies were noted when connected to the tactisys unit. The catheter did not meet specifications during occlusion testing, and dissection of the catheter revealed a dried blood-like substance occluding the irrigation tubing which is consistent with damage during use. The analysis of the log files revealed the optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU). The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00064, 3005334138-2017-00065 and 3005334138-2017-00066. During an atrial fibrillation procedure, a pericardial effusion occurred. The patient became hypotensive and an echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.